Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 18d021 and 18j040. For 1 of the 2 reported events, the device was received for evaluation. The returned device was labeled for single use. Visual inspection revealed fluid inside the bag that contained the device, indicating that a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. The reported condition of ruptured bladder was not verified. The cause of the tubing leak could not be determined. For 1 of the 2 reported events, the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid in the pouch that contains the device. The exact location of leak and the cause of leak could not be determined via the photograph. A batch review was conducted for the two reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladder of two large volume infusors ruptured prior to patient use. No patients were involved. No additional information is available.